Manufacturer narrative:
Additional information was added: the lot was manufactured from march 25, 2019 - march 26, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye found the device did not contain fluid in the bladder. The device was easily filled with dextrose solution through the fill port into the bladder. No evidence of abnormality was observed during fill. After fill, evidence of continuous flow of fluid was observed coming out at the distal end of the flow restrictor. A functional flow rate test was performed and found to be within the product specification range. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was unable "to fill solution through fill port." There was no patient involvement. No additional information is available.